Manufacturer narrative:
Manufacturer ref:(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a severed motor mount screw jammed into the gears and 5 of 6 motor mount screws severed. The failed motor assembly which contains the motor mount screws, was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.